Manufacturer narrative:
Per the clinic, it was reported that the device was explanted on (B)(6) 2025.

Event description:
Per the clinic, the patient experienced wound issues, exposing the receiver/stimulator through the skin (specific date not reported). There are plans to explant the device however, this has not taken place as of the date of this report.